Manufacturer narrative:
Customer complaint notes, stated no reservoir". Motor error 4 times when reserwoir is low, bg increasing. Check drive supprot cap. Insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No unexpected low reservoir anomalies noted. No motor error alarm noted. Motor passed motor test. The drive support disk was inspected and no anomaly noted. Pump history download using thds was successful. However, a47 alarms found on the history file which caused corrupted data. Unable to confirm the reported event date due to the corrupted data. A47 alarms are due to the pump not having power for a long period of time. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. Pump received with cracked belt clip slot and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. (B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a motor error alarm. Drive support cap appeared normal. Self test passed. Displacement verification test passed. High pressure test passed. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.